Event description:
It was reported that the pump touch screen had pixel issues, affecting the customer's ability to read the right side of the pump. There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual insulin injections for insulin therapy.